Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. G4 510k(#): please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510k(#) k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding a product used in spinal fusion therapy for primary osteoporosis. It was reported that a fenestrated screw was used for t12. Cement leaked into the blood vessel through vertebral vein when filling the cement. The viscosity of the cement is appropriate but leakage was also noticed even after surgery. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that there is no plan for the removal of leaked cement. The reported event occurred during normal usage of device. It is unknown if there is any allegation or malfunction associated with fenestrated screw.